Event description:
It was reported that this right ventricular (rv) lead was implanted and it then exhibited failure to capture at midnight while the patient was still in the hospital. A temporary pacemaker system was then implanted, and during the device check the next day, the rv lead was found to exhibit high capture threshold at maximum output. The patient also exhibited asystole for longer than two seconds. Subsequently, the lead was explanted and replaced with a competitor product. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was implanted and it then exhibited failure to capture at midnight while the patient was still in the hospital. A temporary pacemaker system was then implanted, and during the device check the next day, the rv lead was found to exhibit high capture threshold at maximum output. The patient also exhibited asystole for longer than two seconds. Subsequently, the lead was explanted and replaced with a competitor product. No additional adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.